Event description:
It was reported that the patient presented to the emergency department with fatigue and dyspnea. The patient's right ventricular (rv) lead was oversensing noise which lead to inhibition of pacing. The patient was admitted to the hospital, and a rv lead replacement procedure was scheduled. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).